Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the breath delivery (bd) to graphical user interface (gui) cable. The device passed all tests according to mfg specs. Covidien ref: (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a device alert which rendered the ventilator inoperable. There was no reported pt involvement.